Event description:
Material# 309626 batch# 3251983 it was reported that the bd syringe 1ml s/t w/ndl 25x5/8 rb needle was through the shield. The following information was provided by the initial reporter: "syringe was unpackaged as staff noticed that the needle has penetrated the cap." Verbatim: rcc received a complaint via email. Email(s) attached. Gpoid: h002711 coid: a0511 contract number: 132 manufacturer: bd medical dear vendor, please review and provide a response to the product quality issue reported. Please contact the facility directly for details, sample collection and resolution. When the investigation has completed, please provide healthtrust with a copy of the final letter in order to close out the ticket in the healthtrust database. I will follow up with you for a status update in a couple of weeks. Facility contact: (B)(6). Product catalog number: 309626 product description: luer slip tip syringe with attached needle 25 g x 5/8 in., sterile, single use, 1 ml origin of the issue: staff safety detail: syringe was unpackaged as staff noticed that the needle has penetrated the cap number of occurrences: 1.0 sample available: true lot number: 3251983.

Manufacturer narrative:
The date received by manufacturer has been used for this field. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A device history record review found no non-conformances associated with this issue during production of this batch.. Based on the quality team's investigation, the root cause of this incident cannot be determined.